Event description:
The customer reported that "the defibrillate pads cable was wrong lead to electrode loss" during testing of the device. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.